Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-00089. It was reported that one lead fractured. No fall reported. Additionally, the ipg became inoperable following an unrelated procedure where the device was not placed into surgery mode. The ipg was reset in an office visit and surgical intervention was undertaken wherein the ipg and lead were explanted and replaced. Stimulation was successfully resorted.